Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not work. The durable medical equipment provider states the devuce was checked at the patients house and is stil in use. The device was found to be operating and poviding therapy as designed.

Event description:
The manufacturer received information alleging a ventilator was not working. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.